Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that disinfection cycles are performed on the device in accordance with the manual. The unit is still in use for emergency cases only, and is used within the operating room. The customer stated that water samples were also taken, which tested negative. The customer plans to return the device to sorin group (B)(4) for deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that air samples taken from the sorin heater-cooler system 3t tested positive for mycobacterium intracellular during maintenance. The customer presumes the device is also contaminated with mycobacterium chimaera. The report states that the device will only be used in circumstances where no other non-contaminated system is available due to the significant risk associated with not proceeding with cardiac surgeries. There is no known patient involvement.

Manufacturer narrative:
This is a follow up to an initial MDR submitted. It was determined that three (3) units were affected. One (1) unit was scrapped, one (1) unit was sent to manufacturer for deep disinfection, and one (1) unit remained with the customer. There was no patient involvement. The unit that remained with the customer was labelled as test, which is noted to only be used in case of emergency. This is in line with the manufacturer's recommendations which take into account the significant risks associated with not proceeding with cardiac surgery. Corrections were made to manufacturer, MFR site to reflect changes to manufacturers name and contact info.